Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4): evaluation: results - visual inspection of the returned product found one loop haptic is bent. There was evidence of clear surgical residue on the product. Conclusions - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to surgeon's technique. (B)(4)

Event description:
The reporter stated the surgeon used an aq5010v three piece silicone lens. The surgeon was using this lens as a piggyback lens, to be used with a toric non-staar lens. When the physician went to insert the lens, he was not able to fully insert the lens into the eye. The incision was not large enough. One loop haptic was bent during this incident. The incision was not enlarged and a backup lens, same model and diopter size was used. There were no issues with the patient.

Manufacturer narrative:
Correction: the incision was enlarged to implant the backup lens. Conclusions - (user error caused event): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to the surgeon's technique. This device was used as a piggyback lens, this lens was used for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use.(B)(4)